Event description:
A customer reported experiencing a low blood glucose event earlier in the day, with the lowest level recorded at 2.9 mmol/l. Customer managed the situation by consuming carbohydrates and was recommended by technical support to consult with a healthcare professional to discuss factors affecting blood glucose levels.